Event description:
It was reported that a patient implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock. In addition, the automatic setup procedure was reported to have failed. System impedance measurements were reported as 100 ohms. Technical services reviewed the available device data and confirmed that the device was programmed to the primary sensing vector at the time of the inappropriate therapy. X-ray imaging was performed and does not show anything abnormal. Possible causes were discussed and troubleshooting recommendations were provided. At this time, the electrode remains in service. No adverse patient effects were reported.